Event description:
It was reported that ongoing altitude alarms occurred. There was no reported impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.